Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with intermittent capture on the right ventricular lead. A fluoroscopy was performed, which showed lead dislodgement. On (B)(6) 2018 the rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.